Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the case was chipped. Technical visual inspection found that the case was cracked with broken screw posts and that the grounding wire of the cable was being pinched by the case. Device evaluation consisted of replacing the ultrasound crystals and the bottom case cover. A parameter test was performed and passed. The cable, crystals, shake/rattle, and final visual inspections passed as well. It was determined that this was not related to the previous repair. The root cause was determined to be a worn parts. This type of event will continue to be monitored.

Event description:
The device was returned for evaluation as the device serial number was listed on the recall advisory. There was no device malfunction nor adverse event reported; however, visual inspection identified that the case was cracked.